Event description:
There was an allegation of questionable elecsys troponin t hs results for 5 patient samples on a cobas 8000 e 801 module. The result unit of measure was requested, but not provided. The results were not reported outside of the laboratory. The reagent lot number is 50137700. The expiration date was requested, but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The qc results show a signal drop on all qc levels for the day of the discrepant results and for the day before. No issues were observed with the alarm trace. The issue was resolved without service intervention. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.